Event description:
Reportedly, the system no longer displayed an image on the monitor midway through a catheterization procedure. The system continued to function normally other than no images being displayed. As a result, the procedure was interrupted and delayed. The pt who had a catheter inserted had to wait on the table while the system was rebooted. Three reboots were required before the system restarted properly and imaging was available again. The procedure on the pt was then resumed and successfully completed. Reportedly, no injury occurred to the pt as a result of this event.